Event description:
The customer reported that the device jaws could not be re-opened and the knife blade did not retract. Additional questions have been asked to site contact relating to the device and incident. To date, no additional information has been provided.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.